Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high pacing thresholds which resulted in loss of capture on the right atrial (ra) channel. The ra lead was explanted and replaced. An x-ray was taken at the time of the procedure which did not reveal any abnormalities. The pacemaker remains in service. No additional adverse patient effects were reported.